Manufacturer narrative:
The philips service engineer (pse) confirmed error code 7018 (+24 v failure, power fail failures) in the logfile. The pse reset the power supply and main board connections and changed the power cable to resolve the reported issue.

Manufacturer narrative:
Date of report: 28may2021. There was no patient involvement.

Event description:
The customer reported that the machine is not switching on. The customer reported that the unit was not in use on a patient.